Manufacturer narrative:
(B)(4).

Event description:
A patient was taken to the ER, and the ER sent the patient to a facility to undergo dialysis. According to the facility, the patient did not have hemolysis before treatment. The patient was given treatment using a revaclear max dialyzer, after which blood was drawn and hemolysis was discovered.